Event description:
The facility reports the front right castor had come out of the hoist. Spacers that had been installed by an arjo technician were removed and the castor reinstalled. The facility reviewed the fix and found it acceptable. No injuries were noted.